Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that when the 6 on the occlusion knob pump was tightened the white plastic occlusion ring broke. The device was not changed out. No other details regarding the nature of the event were provided.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.